Event description:
Medtronic received a report that a 0.027 phenom microcatheter was navigated over a 0.014 microwire beyond the aneurysm into the right middle cerebral artery (mca). On attempt to advance the guide catheter into the petrous segment, the guide would not advance further. The wire was then removed with some resistance and the microcatheter fell more proximal into the internal carotid artery. Attempt to advance another 0.014 microwire up met resistance. At this point, the doctor was concerned about debris in the microcatheter so it was removed again with difficulty. Position of the guide catheter was checked under fluoro and was observed to have prolapsed down into the brachiocephalic artery. As the guide catheter was reduced into a more favorable position, the doctor observed the forward movement of what appeared to be the distal tip of the microcatheter through the guide. The doctor immediately disconnected the flush and put a 20cc flush syringe to the catheter under suction with immediate plugging. The guide was removed under suction and expressed the tip of the catheter onto the back table. The doctor quickly replaced the flush to the guide and navigated the system of guide and simmons select insert over a 035 wire back into the right common carotid artery. No retained product in patient and the procedure was completed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medwatch mw5155894 is a duplicate report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.